Event description:
It was reported that a user was unable to pair a dexcom g7 continuous glucose monitor (cgm) sensor with the ilet pump due to not entering the required pairing code, which resulted in no continuous glucose readings and associated pump alerts for cgm not paired and dosing will stop soon. Symptoms included loss of automated dosing due to absent cgm data resulting in a blood glucose peak of 204mg/dl with no associated clinical symptoms reported. Outcomes included interruption of insulin therapy until successful pairing and data acquisition. User support included troubleshooting and user education on correct cgm pairing workflow. Investigation of this case revealed user error related to incorrect or omitted pairing code entry for the g7 sensor, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.